Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial slough on both eyes (ou) on same day of treatment. A brief description from the surgery center indicated that there was loose epithelium upon lifting flaps with the exception of the site of an old injury/scar. The patient¿s chief complaint was that vision was fine but fluctuating. To resolve the loose epithelium/slough, both eyes were debrided and bandage contact lenses (bcl) were placed. At one week post op exam, the bcl was removed and vision was improving. The surgery center indicated the patient recovery will be similar to a photorefractive keratectomy (prk) procedure and visual acuity will be monitored. Pre-op best corrected visual acuity (bcva) from (B)(6) 2016: right eye (od) pre-op 20/20 -5.50 x -.25 x 50; left eye (os) pre-op 20/20 -3.50 x -.75 x 150. This report is for the excimer laser equipment.